Event description:
Implant date: 2004. It is reported that the pt fell twice, approximately two months after implant. X-rays revealed two set screws at l3 were loose. Dr performed revision surgery in 2004.